Manufacturer narrative:
A ge service representative performed an on site investigation. The engineer found the c-arm cable had been replaced with a non hospital grade plug. The power cable assembly was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the systems' power plug had exposed wires. No report of patient injury.